Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported experiencing low vacuum during a cataract procedure that resulted in a posterior capsule tear. The case was completed with an alternate system. Add'l info has been requested.